Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
It was reported that during testing the ventilator had error codes indicating blower temperature high. There was no patient involvement. The customer troubleshot with technical support and could not duplicate the reported issue. The customer found the cooling fan is functional and air inlet filter is clean. The customer reported to have ran the unit for 4 days with no issues and it was returned to use.